Manufacturer narrative:
Returned device was received in poor physical condition. The enclosure and tank cover was cracked. The pole clamp is broken. The pcb and power switch was outdated. During the evaluation of the device, the connection between the power switch and pcb was damaged from daily use. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's power was not working. There were no reported adverse events.